Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. The operator did not follow the correct air removal procedures resulting in a total estimated blood loss of 240cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss event is attributed to user error as the operator did not perform the correct air removal procedure in response to the alarm. The disposable cartridge was not available for eval. The exact cause of the alarm cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional review of air removal procedures. Nxstage medical considers this report closed. No additional info will be provided.